Manufacturer narrative:
D9: product return date "09-jul-2024".

Manufacturer narrative:
D9: device received on 7/9/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the device exhibited a descending alarm to eventual silence on power down. It was noted that pogo pin insulator work was completed on the device. The event occurred at the hospital immediately upon use but was not in use on the patient at the time. There was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.